Event description:
It was reported that device entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below-the-knee vessel. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced over a 300cm straight tip v-14 control wire guidewire. However, during introduction, resistance was felt and it was evident that the balloon catheter had gotten stuck with the guidewire. Furthermore, it was noted that tip of the guidewire was kinked. Both devices were removed together as one unit and the lesion was re-accessed with new devices. The procedure was completed and no patient complications were reported.